Event description:
Boston scientific received information that in (B)(6) 2006, the gas gauge of this pacemaker was at approximately a little less than 50% remaining. However, in (B)(6) 2007, it was pointing to elective replacement time (ert) and the longevity remaining stated six months. Additionally, it was noted that this device is included in the (B)(4) failure mode 2 population ((B)(6) 2005). A download of the device data was performed and evaluated by a bsc engineer who stated that according to the programmed parameters, this is normal device operation. However, the decision was made to explant the device the following day. Both leads were also removed from service due to low impedance measurements. A new pacing system was implanted without further incident.

Manufacturer narrative:
The explanted pacemaker was not returned for laboratory analysis. Therefore, bsc cannot confirm the reported allegations. No other adverse events have been reported. This event will be re-evaluated if additional information is received.